Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a review of the patient's remote transmissions via (B)(6) noted pause episodes falsely triggered due to r -wave undersensing on the implantable cardiac monitor (icm). The patient's icm was to continue being monitored.